Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient falling and breaking the distal humerus, loosening the discovery elbow humeral component.